Event description:
It was reported that this right atrial (ra) lead was capped due to possible fracture. During a routine physician visit, higher than expected impedance readings were observed by the physician on this ra lead leading to the physician to suspect lead fracture. The physician decided to schedule a lead replacement procedure. The physician later performed the lead replacement procedure and had the ra lead surgically abandoned and replaced with a similar lead. No additional adverse patient's effects were reported.